Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that foley catheter fell out and was found that the balloon of the foley had a large hole. Per follow-up information received via field assurance on 08jul2021, it was stated that patient had a surgery on that day and the bladder needs to be empty all the time so the foley catheter was used. As additional information received the patient had critical foley in situ surgery that day. When the patient stood up with the help of a nurse at the bedside to walk, the foley fell out and the balloon of the foley had a large hole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter fell out and was found that the balloon of the foley had a large hole. Per follow-up information received via field assurance on (B)(6) 2021, stated that patient had a surgery on that day and the bladder needs to be empty all the time so the foley catheter was used. As additional information given the patient had critical foley in situ surgery that day. When the patient stood up with the help of a nurse at the bedside to walk, the foley fell out and the balloon of the foley had a large hole.